Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a reverse hartman, surgeon fired the device, the blade cut the tissue, but no staples were deployed. The surgeon revised the staple cut line by opening and using a tx30g. A cdh29a was opened and used to complete the anastomosis. The surgery was prolonged by 60 minutes. There were no patient consequences.